Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. The samples units present leaks in the join with the tube of the bag, therefore it is confirmed the failure mode reported. Problem source was traced to manufacturing . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was implicated in the following event; 5-fluorouracil medication was placed into a 100ml cadd cassette for a patient to take home with them to infuse over 46 hours. The patient returned stating that the pump bag was leaking. When the remaining medication was drawn, 36ml was remained to be infused. The patient did not receive any medical treatment, their port was flushed and the new cassette was connected to the patient. The outcome of the event resulted in one of the site's technicians drawing up the remaining fluid from the damaged cassette and placing it into a new cassette for the patient to have infused for their remaining amount of time. There was no reported adverse event.